Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 corrected data: b1, b5, h1: the initial complaint was reviewed and found not reportable. The information in this complaint record reasonably suggests that there is no allegation of a complaint against this device and there is no reported malfunction or adverse event caused or contributed to with this device. The device functioned as intended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown uss screw head/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that an existing universal spine system (uss) poly construct (3 level) was prolonged (2 level) to achieve spinal fusion on (B)(6) 2019. The patient was initially implanted with a uss construct on an unknown date due to an adjacent level problem. During surgery, all unknown screw heads from the existing construct were removed. Three (3) unknown screws were replaced with 8mm screws and four (4) additional 7.0mm screws were implanted to prolong the construct. An unknown rod was inserted with the use of the rod crimping pliers and uss ii polyaxial rod introduction pliers. There was no issue while inserting the new rod into the 5 level construct. Final tightening of the screw heads was started at the right side of the construct with socket wrench t handle and socket wrench l handle which is the common practice of the surgeon over the last years. After finishing the right side, the left side was the finally tightened. After this maneuver, a metallic click was heard. It was found that one of the middle heads on the left side could still slide on the rod and therefore this head was tightened again. It was assumed that the metal click came from the movement between the rod and the not yet firmly tightened screw head. After tightening, no such sound was heard. It was assumed that the problem was resolved. It is unknown if there was a surgical delay. Patient outcome is unknown. Concomitant devices: rod (part: unknown, lot: unknown, quantity: 1), rod crimping pliers (part: 388.490, lot: unknown, quantity: 1), uss ii polyaxial rod introduction pliers (part: 03.607.009, lot: unknown, quantity: 1), socket wrench t handle (part: 388.143, lot: unknown, quantity: 1), socket wrench l handle (part: 388.584, lot: unknown, quantity: 1). This report is for an unknown uss screw head. (B)(4).